Manufacturer narrative:
Follow up #1 submitted: 05/29/2017. The battery cap was returned to the manufacturer and investigated by product analysis on 05/10/2017 with the following findings; on investigation, the battery cap was intact and without damage. The battery cap measurements were evaluated and found to measure within the required specifications. No battery cap defect or damage was found on investigation. Investigation did not duplicate the alleged battery cap damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was reported that the battery cap was loose. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.